Event description:
According to the reporter: occurred during a laparoscopic band revision to roux-en-y procedure. The sutures were being used for the anastomosis. For the first suture reload, the needle fell into the patient and was retrieved by grasper. For the second suture reload, the needle dislodged from the suturing device. For the third suture reload, there was difficult loading the reload. In order to resolve the issue and complete the case, opened new suture reloads. There was no patient harm. The patient status is alive, no injury.